Event description:
It was reported that the atrial impedance was out of range. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 402452 implantable pacing lead, (B)(6) 1996. (B)(4).